Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on an (B)(6) y/o male pt, 73" in height, at the pt's bedside. The catheter was being placed into the right basilic vein. During insertion, the clinician received a blue bullseye with 6cm extra from the landing zone measurement. She advanced 2cm from blue bullseye and got a biphasic p-wave orange. In that position, the chest x-ray was still high mid to proximal in review. The physician decided to leave the PICC in the mid to proximal location. There was no delay in treatment and no pt death or complication reported. It was noted the pt was stable and the catheter was functioning well. The pt had a pacemaker in nsr. ECG calibration was successful.